Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to turn the setscrew, but encountered difficulty while using the wrench. The physician indicated that the wrench would not properly fit into the setscrew, and felt that the setscrew was defective. The implantable pulse generator (ipg) was not used, and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.